Manufacturer narrative:
The root cause of the instrument issue was due to a hairline crack in the wash concentrate ii bottle. The issue was resolved after the fse replaced the wash concentrate ii bottle. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that wash concentrate had leaked inside the hydropneumatic unit of the synchron cx delta clinical system, and formed a crystalline build-up. Customer was unable to determine the leak source. The customer technical specialist (cts) then scheduled a service visit. The field service engineer (fse) inspected the instrument and found that the wash concentrate had leaked from the wash concentrate ii bottle. The fse determined that whenever air pressure was supplied, a slight crack in the wash bottle would leak. The fse replaced the wash concentrate ii bottle to resolve the instrument issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the issue. Customer stated that patient results and samples were not affected, and that no one was harmed by or exposed to the leak.